Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos and isd pcb were evaluated and replaced. The connections inside lemo connector were evaluated and insulated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.